Event description:
Inr determined by this unit is always higher than the hospital plasma based test. This led to false sense of safety with inr supposedly at 3 when in reality it was closer to 2. Target for this patient is 4.0. Patient literature states that antiphospholipid antibody syndrome may be a source of error. This warning is not salient enough to users or medical practitioners since the doctors say we can use it but subtract out the error. Unfortunately, the errors are greater when there is a flare up and greater with higher inr readings. There are too many sources of error to effectively cope with, make up of the test strip, different reagents. The company currently says by phone that "they don't recommend this unit be used with aps patients. Clots; the anti phosphol lipid antibody syndrome foundation of america (apfsa) strongly warns aps patients not to use any of the finger stick units on the market because of similar problems. I believe that these units are very dangerous to aps patients. A protocol for use of chromogenic factor x and factor ii as cross checks to venous draw inr at the hospital should be instituted everywhere asap! It is the makeup of the test strip that is the problem according to hemosence/inratio. So venous draw and then use of the test strip is not any better than finger stick. This was one doctor's answer to the problem but this closely agreed with our home finger stick and was not accurate! Dates of use: 2007. Diagnosis or reason for use: mitral valve implant. Aps. Route: finger stick monitor inr.